Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) could not investigate the subject device. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation center found that the unspecified foreign object existed in the suction channel of the subject device at the incoming inspection for the repair. Since the foreign object existed, the cleaning brush wasn't passed through well the suction channel of the subject device. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.